Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "black cable at distal end is frayed." Failure analysis found the primary failure of insulation damage -conductor wire to be related to the customer reported complaint. The instrument was found to have damage of the conductor wires insulation. Electrical continuity test was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to component failure. Failure analysis also found the following additional observation that was not reported by the site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.054 - 0.110 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions to the instrument's main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log for fenestrated bipolar forceps was (part 420205-16/n11191111057 associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system sh1458, with 5 lives remaining. The customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported. However, the damage of the conductor wires insulation found during failure analysis could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the black cable of the fenestrated bipolar forceps instrument was frayed at the distal end. It was unknown when the issue was discovered, but the reporter noted that there was no patient harm or injury. Follow-up attempts were completed but no further details were available as of the date of this report.